Manufacturer narrative:
The suspect device has been returned, but the device eval is not complete. The cause of the reported event has not been determined. The 2008, 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: this report pertains to the second of four events that occurred during the same procedure. Refer to associated MFR reports 3005099803-2008-03656, 3005099803-2008-03649, and 3005099803-2008-03648 for a description of the third event. A resolution clip device was used to treat a gi bleed in 2008, (female pt; weight unk). According to the complainant, during the procedure, the clip grasped the tissue, but did not deploy. The physician had to "shake the catheter" to release the clip from the catheter subsequently releasing the clip from the tissue. The physician attempted to complete the procedure with a third resolution clip device.